Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) replaced the ise degasser as the "full trap tank" alarm occurred. The customer continued to run patient samples after receiving the "full trap tank" alarm which affected the condition of the ise degasser. The customer has had no further issues.

Event description:
The initial reporter stated qc failed on their cobas 8000 ise module. After qc failed, the customer repeated 195 patient samples and discrepant results were identified for sodium (na) and potassium (k). The customer stated "some" results were reported outside of the laboratory but were revoked immediately after the lab found out they were wrong. The following is an example of discrepant results for 1 patient sample: the initial na result was 164.2 mmol/l and the initial k result was 4.31 mmol/l. The sample was repeated on a different ise module with an na result of 138.1 mmol/la and a k result of 3.66 mmol/l. The na and k electrode lot numbers with expiration dates were not provided.